Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2020 wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Corrected data. Reportable aware date: it was inadvertently entered in additional report-2, that the reportable aware date was 5 aug 2020, it should have been 4 aug 2020.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that patient failed to charge ipg as recommended. The ipg was deemed inoperable. Surgical intervention may take place to address the issue.